Event description:
It was reported that during implant procedure, it was difficult to insert the leads into the pulse generators header. The device was not used and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.